Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient representative. They reported that they had called in the past and the current issue was connected to that last call. Pt rep. Reiterated details of case and said they had repositioned their recharger over 500 times and the recharger would not charge the implanted neurostimulator(ins). During the call, pt rep. Reset controller and then plugged in the recharger, but then got "install manufacturer battery pack" screen. Pt rep. Checked controller battery compartment prongs and contacts on li battery pack, but no damage was detected. Pt rep. Then attempted to initiate a recharging session again, but got "install manufacturer battery pack" even though battery pack was already installed.

Manufacturer narrative:
Product ID 97745, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient (pt) rep. Reported the controller battery wasn't recharging and they noticed the battery pack was leaking a "brown liquid" since a couple weeks ago (pt rep. Confirmed august), but couldn't locate any damage to the battery pack. Pt rep. Added the pt kept seeing the "no device found" message when trying to recharge their implanted neurostimulator (ins) and they would press "try again" and "recharge" but couldn't advance to recharge the ins. Patient services specialist (pss) reviewed passive recharge mode with the pt rep. In case the ins was in the passive recharge mode. Pt noted the pt would see an error message when recharging the ins, but didn't know the message. Pt texted mdt rep. Mike (last name asked, unknown) via text yesterday. Pt rep. Wasn't with the pt during the call and didn't have the external equipment to troubleshoot. Troubleshooting was unable to be performed as the pt rep. Wasn't with the pt during the call and they didn't have the external equipment with them.